Manufacturer narrative:
Other text: 1 x (B)(6) (syringe 3pc luer slip ecc) was received into the cumbernauld site on the (B)(6) 2021. The sample was returned in its original packaging (opened) along with confirmation that the sample had been decontaminated. Review of the returned sample confirmed that the syringe was broken (refer to attached photographs). This part was supplied into the cumbernauld site from braun medical ltd. The details of this complaint were sent to braun medical ltd via supplier non-conformance notification (B)(4).

Event description:
Investigation completed. Product non smiths.

Event description:
It was reported the device syringe broke during pre-use testing. No patient involvement.